Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep replaced the general purpose operating system printed circuit board and reloaded the system software. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system would not boot up. No pt injury was reported.